Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg was replaced due to it reaching end of life. The patient lost therapy on an unknown date. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.